Manufacturer narrative:
Detailed product information or patient outcome was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Additionally, additional details of the reported event were not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along with the filterwire ez, and resistance was felt during insertion. After placing the stent, removal of the stent delivery system was impossible due to strong resistance. Since it could not be retrieved, the optimalwire was deflated and removed together with the wallstent. The procedure was completed with this stent. It was reported that the patient experienced mild aphasia and was under observation.